Manufacturer narrative:
(B)(4). First name unknown / not provided. PMA/510(k): k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #7 developed infection and was removed. Discovered during clinical procedure. The patient had inflammation & fistula around the implant area. Infection was noted therefore the implant was removed. Per indicated:surgical/medical intervention required for permanent damage: no. Was surgery completed with another implant or device: no. Symptoms as a result of the event: inflammation & fistula